Event description:
This ra lead was implanted on (B)(6) 2015 and was explanted on (B)(6) 2018. A product experience report received on 08/02/2018 stated that this lead was part of a system extraction due to infection/sepsis. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).